Manufacturer narrative:
Investigation included reviewing device history records, information from the user facility, and a photograph of the separated device provided by the surgeon. The investigation indicated no evidence of manufacturing related issues that could have contributed to the event.

Event description:
It was reported that the peripherally inserted central catheter (part p1pic1.4-c, lot 210046) was being removed from the patient when resistance was encountered and the catheter separated leaving a portion in the patient. The portion remaining in the patient was removed through a cutdown procedure during surgery.